Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01may2019. The fse performed troubleshooting and confirmed the reported issue. The fse replaced the sensor air flow, sensor exhalation flow, and the enclosure top assembly.

Event description:
The field service engineer (fse) reported the ventilator had low tidal volume. There was no patient involvement. Event date not specified: estimate used.